Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# n229971002, implanted: (B)(6) 2010, explanted: (B)(6) 2023, product type: catheter, product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2023, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), product ID: 8709, serial/lot #: (B)(4), ubd: 25-may-2012, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding at patient receiving intrathecal lioersal 2250 mcg/ml at 108 mcg/day via an implanted pump. It was reported the patient had a possible catheter occlusion and had a relapse of his transverse myelitis (the patient had a medical history of transverse myelitis). It was further reported the patient never felt quite right after his pump replacement two years ago. He had a relapse in june that led to a dye study. It was unknown if there were any environmental, external, patient factors that may have led or contributed to the issue. A dye study was attempted on (B)(6) 2022 and was unsuccessful. It was noted two attempts to aspirate the catheter were unsuccessful. A dye study was not done and the patient was referred for a catheter revision. The catheter revision occurred on (B)(6) 2023 and the issue was resolved at the time of this report. The patient¿s status at the time of this report was ¿alive- no injury¿.

Manufacturer narrative:
H3. Analysis identified the catheter body of the 8578 to be deformed in shape, however it did not affect the performance of the catheter. Analysis of the 8709 catheter body identified a hole. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6): (rep) additional information was received. The tracking number is (B)(4) and the devise was shipped.